Event description:
The user facility reported that during a procedure in which no homeostasis clips were said to have been used, the users experienced difficulty with suction, and a clip was dislodged into the pt. The clip was removed by unspecified means, and there was no pt injury reported. The user facility reported that the endoscope had been used in a procedure in which clips had been used a few days previously, and reprocessed several times between prior to the event.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional info regarding the report, but no further info was provided. The subject device was returned to olympus for eval. The internal channels of the gastroscope were examined and no anomalies were detected. The device passed the leak testing, and suction flow was within specifications. The bending section cover glue was scratched, cracked and peeling. The device was serviced and returned to the user facility. In addition, an olympus endoscope service specialist had been dispatched to the user facility to assess the user facility's reprocessing practices and to provide in-service training regarding reprocessing as needed. If significant additional info becomes available at a later date, the report will be updated. The exact cause of the user's experience could not be conclusively determined, however, insufficient reprocessing likely contributed to the reported event. This report is being submitted as a medical device report in an abundance of caution.